Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. The customer also received a compromised force sensor system alarm and insulin squirted out during manual prime. The drive support cap was damaged. The product will be returned. Nothing further to report.